Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unknown), the device self-charged without any user interaction and the device inappropriately delivered energy to the pt. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.